Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, no image out due to printed circuit board failure, battery consumption, and dust inside of the main unit were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center displayed distorted image due to poor contact of the video connector. During a standard service inspection of the customer returned device, printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board set could not be identified. In addition, it¿s possible the cause of no image being displayed is due to the effect before the countermeasures for a re-design of the operational amplifier circuit on the dr board (printed circuit board) were undertaken, or due to a poor connection with the video connector. It was confirmed that the re-design of the operational amplifier circuit on the dr board was implemented on april 16, 2018. Olympus will continue to monitor field performance for this device.